Event description:
It was reported that the user experienced hypoglycemia after a meal and meal announcement, noting an alert at first bite despite eating the usual carbohydrate amount and using the usual announcement; the lowest blood glucose reported was 67 mg/dl, with lethargy, and glucose subsequently rose to 90 mg/dl after treatment with orange juice, chocolate, and cereal. Symptoms included hypoglycemia with lethargy. Outcomes included resolution of the low glucose without hospitalization. Investigation included troubleshooting and education, including discussion of target settings and referral for additional training, and transfer to a clinical support line. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.